Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms while the device was connected to the mobile power unit (mpu) was not confirmed. The mobile power unit, serial mpu-39135, was not returned for analysis. Per provided information, the mpu was exchanged due to the patient experiencing power cable disconnect alarms while the device was connected to the mpu. There was no additional documents or images regarding the event. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section-¿alarms and troubleshooting¿ and heartmate iii patient handbook section-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient received power disconnect alarms while using the mobile power unit (mpu). The patient was given a loaner and the faulty one would be returned for evaluation.